Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged the insulin pump had a blank display, pump heating up and battery anomaly. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with no physical damage. Thus software was utilized and downloaded trace/history files properly. Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specification range. Device was monitored and no unexpected power loss or black display noted during testing. However, device history download found failed battery test (58) on (B)(6) 2021 09:46:08.000. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specifications. In summary, the insulin pump passed displacement test, sleep current measurement, active current measurement and self test. However, found corroded battery tube and traces of moisture on electronic assembly pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had turned off. Customer stated that insulin pump had low battery and battery did not get at least 8 hours before they needs to change the battery. Customer stated that battery compartment of insulin pump overheated. There was no damage to battery case and battery compartment. Customer stated that issue persisted after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.